Event description:
Customer alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 4.5; lab 7.2. This case qualifies as an adverse event. Pt was given vitamin k for medical intervention.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end user at time complaint was filed: date 2008; inratio 4.5; lab 7.2; mean 5.9; confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. The readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.